Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient pulled the patient line out while sleeping and pulled the connector of the transfer set off with it. The dark blue female connector pulled apart from the twist clamp of the transfer set. The patient was connected at the time of the event. The technical service representative advised the patient to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.